Event description:
Report rec'd stating that catheter had sheared during implant surgery, leaving approx 10-15 mm remaining in the pt's intrathecal space. The reporter had no further info and would not disclose the identity of either the pt or the surgeon.